Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up for approximately four years. Interrogation of the device found it had reverted to storage mode. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.